Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring. It was reported that after an abnormal pap smear, patient underwent laser vaporization of vaginal lesion and removal of painful vaginal suture on (B)(6) 2004. It was reported that patient underwent excision of mesh and suture on (B)(6) 2010, (B)(6) 2012 and on (B)(6) 2011 underwent excision of mesh and bladder tumor due to dyspareunia and extrusion. It was reported that patient underwent transurethral resection of bladder tumors on (B)(6) 12 and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.